Event description:
In this event it is reported that automatrix shaft broke during use.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
On 9-10-2024: returned product was 1 flexshaft assembly date coded 0723 with coil deformation/weld failure causing the product to not function properly. CAPA-2023-519 opened to address automatrix flexshaft assemblies breaking for product manufactured by sarasota since september 2022 (date code 0922) through may 2024 (date code 0524). Complaint is considered substantiated as the returned product meets criteria for CAPA-2023-519. DHR and retain evaluation will not be conducted however as the traceability for item# 62422603 batch# 07993148 traces to flexshaft assembly production work order for item# 24703 batch# 07714540 which was produced in 12-2023 therefore the date code would be 1223 which does not align with the returned product (dhrs attached for traceability). (Nwv)